Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 02/12/2016 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found no visible or physical damages to the platform. A review of the platform's archive data was performed and found that a user advisory (ua) 17 (max motor on time exceeded during active operation), confirming the reported complaint. User advisories 3 (error communicating with battery controller) and 13 (battery fault detected) were also exhibited with the same battery. Functional testing was performed using a large mannequin, however the ua 17 error was not reproduced, therefore unable to confirm the reported complaint. Based on the investigation there were no parts identified for replacement. It was noticed that the brake gap and drive train needed adjusting. In summary the customer's reported complaint of the platform displaying a ua 17 message was confirmed during review of the platform's archive data, however it was not replicated during functional testing. User advisories 3 and 13 were also exhibited in the archive review, while using the same battery. Based on the archive review and the investigation, the root cause of the errors may be from a bad battery and/or the brake gap. After the adjustments to the brake gap and drive train, the device passed final functional test.

Event description:
It was reported that during daily check of the autopulse, the platform displayed user advisory 17 (max motor on time exceeded during active operation). The device did not start compressions. No patient involvement was reported. No other information was provided.